Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), uterine haemorrhage ('uterine bleeding'), abdominal pain ('abdominal pain / pain in her abdomen'), dyspareunia ('dyspareunia / painful intercourse') and autoimmune disorder ('autoimmune-like symptoms / autoimmune disorder') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included crohn's disease. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("vaginal spotting / abnormal vaginal bleeding") and vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), menorrhagia ("unusually heavy menstrual periods/abnormal bleeding") and hypersensitivity ("hypersensitivity symptom"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomies on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the uterine haemorrhage, abdominal pain, dyspareunia, autoimmune disorder, menorrhagia, dysmenorrhoea, vaginal haemorrhage, vaginal discharge, fatigue and hypersensitivity outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, menorrhagia, pelvic pain, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), uterine haemorrhage ('uterine bleeding'), abdominal pain ('abdominal pain / pain in her abdomen'), dyspareunia ('dyspareunia / painful intercourse') and autoimmune disorder ('autoimmune-like symptoms / autoimmune disorder') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included crohn's disease. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("vaginal spotting / abnormal vaginal bleeding") and vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), menorrhagia ("unusually heavy menstrual periods/abnormal bleeding") and hypersensitivity ("hypersensitivity symptom"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomies on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the uterine haemorrhage, abdominal pain, dyspareunia, autoimmune disorder, menorrhagia, dysmenorrhoea, vaginal haemorrhage, vaginal discharge, fatigue and hypersensitivity outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, menorrhagia, pelvic pain, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which ¡ndicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received. New event hypersensitivity was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 10-apr-2017: quality safety evaluation received. Company causality comment: this spontaneous legal case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain, uterine bleeding, abdominal pain / pain in her abdomen, dyspareunia / painful intercourse and autoimmune disorder /autoimmune-like symptoms. A total laparoscopic hysterectomy with bilateral salpingectomy were required. Pelvic pain, uterine bleeding, abdominal pain and dyspareunia are anticipated according to reference safety information for essure whereas autoimmune disorder is unanticipated. After essure insertion, pelvic, abdominal and uncharacterized pain may occur, including pain during intercourse. Changes in bleeding pattern, including heavy and unscheduled bleeding, may also occur within consumer under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between the reported events and suspect insert cannot be excluded. Regarding autoimmune disorder, given pathophysiology of the event and essure's local action in fallopian tubes causality can be excluded. This case was regarded as incident, since surgical intervention was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), uterine haemorrhage ('uterine bleeding'), abdominal pain ('abdominal pain / pain in her abdomen'), dyspareunia ('dyspareunia / painful intercourse') and autoimmune disorder ('autoimmune-like symptoms / autoimmune disorder') in a 31-year-old female patient who had essure (batch no. C18714) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, migraine headache, allergic reaction to analgesics, anemia, gastrointestinal disorder, multigravida, termination of pregnancy, inguinal hernia repair, cesarean delivery, without mention of indication, pregnancy test urine negative, pelvic pain female, menorrhagia, iron deficiency anaemia, pelvic adhesions, abdominal adhesions, pelvic adhesions, cystoscopy and gallbladder operation. Previously administered products included for an unreported indication: methotrexate and humira. Concurrent conditions included crohn's disease. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("vaginal spotting / abnormal vaginal bleeding") and vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), heavy menstrual bleeding ("unusually heavy menstrual periods/abnormal bleeding"), hypersensitivity ("hypersensitivity symptom"), iron deficiency anaemia ("chronic blood-loss anemia"), pelvic adhesions ("pelvic adhesions") and abdominal adhesions ("abdominal adhesions"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomies on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the uterine haemorrhage, abdominal pain, dyspareunia, autoimmune disorder, heavy menstrual bleeding, dysmenorrhoea, vaginal haemorrhage, vaginal discharge, fatigue, hypersensitivity, iron deficiency anaemia, pelvic adhesions and abdominal adhesions outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, autoimmune disorder, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, hypersensitivity, iron deficiency anaemia, pelvic adhesions, pelvic pain, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: number of coils inside cavity: 4 note: on each side. Most recent follow-up information incorporated above includes: on 28-may-2021: medical record received: lot number, medical history, patient's date of birth, patient demographic, reporter information, rcc were added. Events chronic blood-loss anemia, extensive pelvic and abdominal adhesions were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), uterine haemorrhage ('uterine bleeding'), abdominal pain ('abdominal pain / pain in her abdomen'), dyspareunia ('dyspareunia / painful intercourse') and autoimmune disorder ('autoimmune-like symptoms / autoimmune disorder') in a 31-year-old female patient who had essure (batch no. C18714) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, migraine headache, allergic reaction to analgesics, anemia, gastrointestinal disorder, multigravida, termination of pregnancy, inguinal hernia repair, cesarean delivery, without mention of indication, pregnancy test urine negative, pelvic pain female, menorrhagia, iron deficiency anaemia, pelvic adhesions, abdominal adhesions, pelvic adhesions, cystoscopy and gallbladder operation. Previously administered products included for an unreported indication: methotrexate and humira. Concurrent conditions included crohn's disease. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("vaginal spotting / abnormal vaginal bleeding") and vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), heavy menstrual bleeding ("unusually heavy menstrual periods/abnormal bleeding"), hypersensitivity ("hypersensitivity symptom"), iron deficiency anaemia ("chronic blood-loss anemia"), pelvic adhesions ("pelvic adhesions") and abdominal adhesions ("abdominal adhesions"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomies on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the uterine haemorrhage, abdominal pain, dyspareunia, autoimmune disorder, heavy menstrual bleeding, dysmenorrhoea, vaginal haemorrhage, vaginal discharge, fatigue, hypersensitivity, iron deficiency anaemia, pelvic adhesions and abdominal adhesions outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, autoimmune disorder, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, hypersensitivity, iron deficiency anaemia, pelvic adhesions, pelvic pain, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: number of coils inside cavity: 4 note: on each side. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-jun-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine haemorrhage ("uterine bleeding"), abdominal pain ("abdominal pain / pain in her abdomen"), dyspareunia ("dyspareunia / painful intercourse") and autoimmune disorder ("autoimmune-like symptoms / autoimmune disorder") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included crohn's disease. On (B)(6) 2015, the patient started essure. On (B)(6) 2015, the same day after starting essure, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required) and uterine haemorrhage (seriousness criteria medically significant and clinically significant/intervention required). On (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required). On (B)(6) 2016, the patient experienced dyspareunia (seriousness criteria medically significant and clinically significant/intervention required). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("vaginal spotting / abnormal vaginal bleeding") and vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant) and menorrhagia ("unusually heavy menstrual periods"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomies on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain had resolved and the uterine haemorrhage, abdominal pain, dyspareunia, autoimmune disorder, menorrhagia, dysmenorrhoea, vaginal haemorrhage, vaginal discharge and fatigue outcome was unknown. The reporter considered pelvic pain, uterine haemorrhage, abdominal pain, dyspareunia, autoimmune disorder, menorrhagia, dysmenorrhoea, vaginal haemorrhage, vaginal discharge and fatigue to be related to essure. Company causality comment: this spontaneous legal case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain, uterine bleeding, abdominal pain / pain in her abdomen, dyspareunia / painful intercourse and autoimmune disorder /autoimmune-like symptoms. A total laparoscopic hysterectomy with bilateral salpingectomy were required. Pelvic pain, uterine bleeding, abdominal pain and dyspareunia are anticipated according to reference safety information for essure whereas autoimmune disorder is unanticipated. After essure insertion, pelvic, abdominal and uncharacterized pain may occur, including pain during intercourse. Changes in bleeding pattern, including heavy and unscheduled bleeding, may also occur within consumer under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between the reported events and suspect insert cannot be excluded. Regarding autoimmune disorder, given pathophysiology of the event and essure's local action in fallopian tubes causality can be excluded. This case was regarded as incident, since surgical intervention was required. A product technical complaint analysis is being sought. Further information will be obtained through the litigation process.